Manufacturer narrative:
H6 - device analysis results not available at the time of this report. A f/u report will be sent when analysis is complete.

Event description:
The MFR's rep reported the pump was explanted dur to tend of life and "may be on the recall list" after an implant duration of 64 mos. A f/u report will be sent when add'l info is received.